Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was unknown. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.